Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. During testing and power up, the device found an error code 116 on the screen display and indicate a problem with downstream occlusion sensor or motor issue. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with a system fault. There were no reported adverse events. The issue happened during testing. There was no patient present at the time of the event.